Manufacturer narrative:
According to the customer, "after drawing up the serum from the vials and pulling the needle out of the stopper, some needles would dribble solution out the end of the needle, causing a dose changed". The customer continue to report that "nurses then had to reenter the vial to pull additional serum to get the correct dose". The customer also reported that "no incident occurred with patients ". The sample is available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "after drawing up the serum from the vials and pulling the needle out of the stopper, some needles would dribble solution out the end of the needle, causing a dose changed".